Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that their device had been removed because it had not been working for them. Additional information was received on 2019-apr-22 in the form of the patient¿s medical records. An attending physician noted about a patient whose diagnosis/indications had been numerous voiding complaints (urinary frequency, urinary urgency), severe interstitial cystitis and pelvic pain syndrome, that in the past had undergone interstim with lead placement that it had not helped them. It was reported by the attending physician that the patient, who had a long history of interstitial cystitis has had interstim and that this step has not really helped the patient much. The device was removed on (B)(6) 2005. There were no further complications reported.